Event description:
It was reported that the pt, implanted in 1999, was seen in the clinic on (B)(6) 2014 due to intermittent hearing performance with her cochlear implant. Sometimes the sound quality was too loud, sometimes too soft. No trauma, other medical illness or conditions were reported. The pt no longer had any access to sound with her cochlear implant since (B)(4) 2014. Reimplantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.